Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: the returned battery cap was used to complete investigation. Investigation revealed that the battery compartment was cracked. Unrelated to the complaint, investigation revealed that the display was discolored.